Event description:
It was reported that the ventilator had a loose patient outlet connector. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was returned for analysis in used condition. Visual inspection showed the device had a loose patient outlet connector, confirming the customer reported issue. The most probable cause is that the device was due for remediation. The device was repaired, and the patient outlet connector no longer comes loose. The device is functioning as designed. The reported issue was found to be a non-reportable malfunction. Following device repair, the unit passed all testing.